Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted. See medwatch 2210968-2009-00013. The same patient is represented in each medwatch.

Event description:
It was reported that the patient underwent a nerve excision procedure in 2008, and experienced some skin redness and irritation after topical skin adhesive use. At that time she was treated with prednisone.